Event description:
It was reported that 3 relion® insulin syringes were found with clear, foreign liquid at the end of their needles during use. The following information was provided by the initial reporter: consumer reported seeing clear liquid at the end of the needle, problem was noticed a few days ago involving 3 syringes. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: customer returned (9) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9014707. Customer states that there is clear liquid at the end of the needle. All returned syringes were examined and one sample exhibited a clear drop of liquid on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 9014707 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 relion® insulin syringes were found with clear, foreign liquid at the end of their needles during use. The following information was provided by the initial reporter: consumer reported seeing clear liquid at the end of the needle, problem was noticed a few days ago involving 3 syringes. Consumer does not re-use.